Event description:
In 2006, a pt received an xact stent in the right internal carotid artery. It was reported that during the procedure, the pt experienced an right hemisphere cerebrovascular accident. The stroke sequelae are reported to be continuing. The pt received diagnostic and lab tests, type unspecified no further details were provided.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.